Manufacturer narrative:
The associated complaint device was not returned for evaluation. No clinically relevant information has been provided for inclusion in a medical investigation. Therefore, the patient impact the patient beyond the revision cannot be determined. Without the requested clinical information the root cause of this adverse event cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation cannot proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
Revision of a tka. Knee joint felt stuffed started with patella and turned into fem revision.